Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer meshgraft ii ratchet handle cannot turn back when the plate is between the seat. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that when the plate is between the seats, the ratchet handle could not turn back. On (B)(6) 2018, it was clarified that there was no harm/ injury to the patient. There was no delay or extension to the surgery. The surgical technique was followed. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) once as documented in the repair reports in vdoc. The last repair was (B)(6) 2015 where it was reported that the device required preventative maintenance and the roller, cutter and side plates were replaced. This is not a related issue. Product review of the meshgraft ii by medicrea on march 14, 2018 revealed that the blade does not cut properly. The calibration was out of specification on both sides. The cutters, side plate, handle, ratchet gear and ratchet screws were all damaged. Repair of the meshgraft ii was performed by medicrea on march 22, 2018 which included replacement of the cutter kit, side plate kit, handle kit, ratchet gear, ratchet handle screw kit. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the plate is between the seats, the ratchet handle could not turn back¿ was confirmed since during initial inspection the ratchet gear was damaged which would cause the handle to not turn. The cause of the ratchet handle not turning back was due to the damaged ratchet gear. The root cause of the ratchet handle not turning back could not be determined with the provided information since it is unknown how the gear became damaged. The issue was resolved with the replaced ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.